Event description:
It was reported that the patient experienced discomfort and was uncomfortable and sensitive to right ventricular pacing. It was noted that several noise and noise reversion episodes were observed on the right ventricular (rv) lead. The right ventricular lead was capped (B)(6) 2021 and replaced. The rest of the system was also replaced. The patient was stable.